Manufacturer narrative:
Device history record: the DHR documentation showed no abnormalities related to the reported failure. Mayfield ultra base unit (a2101) was returned for evaluation. The reported complaint was confirmed via inspection of the unit. The shock cushion was worn from routine use. Returned unit required replacement of worn components.

Manufacturer narrative:
An investigation has been initiated based on the reported information. Upon completion of the investigation, a follow-up report will be submitted.

Event description:
A nurse reported that mayfield ultra base unit (product ID a2101) was not locking and was stuck. It is unknown if there was patient involvement; however, no patient injury or surgical delay has been reported.